Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp (B)(4). G2: foreign country - singapore . Review of the most recent repair record determined that the motor rpms were low and that the control lever torque was unable to be measured. The unit was within calibration specifications. The motor, handpiece switch, bearings, seal, reciprocating arm, and width plate screws were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was sent for yearly calibration. The event timing was during routine checking. There was no harm or delay reported. Due diligence is complete and there is no additional event information available. Upon investigation, it was verified the rpm was low.